Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The actual device involved in the reported incident was returned for evaluation. Technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. Delivery accuracy of 250ml/hr and 25ml tested in spec at 5 minutes 57 seconds or 101% of expected accuracy with no free flow or bolus. The log review did not note an occurrence of the reported issue. Log review shows on (B)(6) 2024 and 1:41pm an infusion start of 5.33ml/hr and 117ml (dl: methotr). On (B)(6) 2024 and 3:30am an air alarm stopped the infusion with a volume infused to 73.71ml with no further infusions taking place that day.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer called reported during an infusion programmed to run 22 hours the methotrexate being infused, infused in 14 hours instead of the 22 hours as intended.